Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with wolff-parkinson-white syndrome returned for a cardiac ablation procedure after an earlier electr ophysiology study identified a his-area accessory pathway and atrial fibrillation with dangerous rapid conduction to the ventricle, with a pre-excited r-to-r interval of 240 ms. The procedure used another manufacturer's mapping with a coronary sinus catheter and a 4 mm cryo catheter to identify early points for ablation. After several cryoablation attempts did not eliminate the accessory pathway, repeat mapping was performed and cryo mapping at the identified spot eliminated the pathway, after which the patient developed heart block. The accessory pathway recurred a couple of hours after the procedure, and the patient was hospitalized overnight for observation and discharged the next day. A stress test and an electrophysiology study were planned in a couple of weeks to evaluate the pathway and underlying rhythm. The case was completed. No further patient complications have been reported as a result of this event.